Manufacturer narrative:
Concomitant medical products: evproplus-34us transcatheter valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that three weeks post-implant, they were, "not feeling feel well" with dyspnea and weakness. The patient further reported that they were hospitalized, received an electrocardiogram (EKG) and a discharge diagnosis of "pacemaker failure". The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.